Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. It is unknown if the device was used on a patient and if there was any impact as a result of the product issue. A batch record review indicates no discrepancies could be found. Review of the incoming inspection report for pvc used to produce for this particular lot did not reveal any sign of failure. The pvc was found to be well within the specification when testing during incoming inspection upon receipt of the raw material. Furthermore, the hardness test record revealed that this batch was considered acceptable at the point of release. Average value obtained from the hardness test was found to be within the specification; therefore considered acceptable as per inspection criteria. This issue will be monitored through the post market product monitoring. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A total of two cases are associated with this complaint. A separate FDA form 3500a will be completed for the unknown amount of device(s) and patient(s) associated with this complaint. (B)(4).

Event description:
It was reported that the ett 3.0 was too soft, causing the insertion too far into patient's airway.